Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a defective hard drive that was removed and replaced. The calibration files and configuration were re-loaded. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.